Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced three infusion set fell off events during use. The set was in use for 48 hours. Blood glucose levels were between 150-200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.